Event description:
Philips received a complaint by the customer on the v60 indicating that a power alarm occurred during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as a power alarm occurred during setup. The investigation is ongoing.

Manufacturer narrative:
7/28/2025 the customer called technical support to request onsite service as a power alarm occurred during setup. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that a 1127 "ovp circuit failed" error occurred. The asp replaced the gas delivery system (gds); however, further case information regarding the repair for the 1127 "ovp circuit failed" error is still pending.

Manufacturer narrative:
Per good faith effort (gfe) response, the gas delivery system (gds) was replaced on the device, and the replacement gds has a new data acquisition (da) printed circuit board assembly (pcba) and solenoid valve included. The field service engineer (fse) also implemented field change order (fco) which consisted of a power management (pm) pcba replacement. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.